Event description:
At implant, both a and v leads were stuck at subclavicle and were removed. V lead broke off during removal. A-lead was severed for insertion of a sheath for a new lead. There was also difficulty with rotating the helix. The devices were not implanted, and all pieces of both leads removed from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead; all conductors distorted; proximal conductor cut; inner and outer insulation kicked/buckled; inner insulation torn; outer insulation breached; helix distorted/bent; lead stretched. (B) (4) upon analysis, it was reported that there were no anomalies found, and there was blood in/on the helix/lobe mechanism; distal segment returned and analyzed.